Event description:
Procedure type: hernia repair. Reportedly, the dissector balloon worked well, however, when the surgeon tried to inflate the structural balloon, it would not inflate nor could he insert the endoscope into the port. The surgeon subsequently decided to convert to open procedure. No patient injury was reported.